Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient complained of right leg pain symptoms following the index surgery. A CT scan showed that an ifuse implant was impinging on the l5 nerve root. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the implant that was impinging on the nerve and added an additional ifuse implant to the joint for added stability. No bone graft was added to the hole from the removed implant. The patient had no further pain complaints following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0376, manufactured 07/27/11, expires 2018-01; ifuse implant, p/n 7040-90, lot# 166195, manufactured 04/05/11, expires 2018-01; ifuse implant, p/n 7055-90, lot# i0392, expires 2018-03.